Manufacturer narrative:
Patient identifier - (B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced coronary artery disease and underwent intervention. The target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 80% stenosed, 3.3mm in diameter and 7.6mm long. The lesion was treated with direct stent placement using a 3.5x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced coronary artery disease. The patient was diagnosed with 80% proximal edge stenosis of the previously placed study stent in the proximal rca. This stenosis was treated with placement of a drug eluting stent. The event was considered resolved without residual effects. The patient was discharged 1 day later on aspirin and clopidogrel.